Event description:
It was reported that the spinal cord stimulator(scs) was not helping with the pain and was actually giving more pain than relief. It was also noted that the ipg was not holding a charge. The patient underwent an scs explant procedure and all device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 18318346/18617213.